Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Investigation results: the DHR review shows customer's order as a mucosa supported guide for 5 implant positions and 3 fixation screws. Customer's planning was uploaded for design by ds. During design the customer has been informed per order remarks about several issues as the drill tip of 46 is very close to the nerve and tip of 36 is close to the nerve; air is visible between the prosthesis and soft tissue and artifacts, position was optimized. The investigation of the digital files shows that the position of the prosthesis is optimized by the design team, it aligns better with the soft tissue compared to the prosthesis imported by the customer. The design of the guide is correct. During design the guide sleeves of positions # 46 and 36 ware changed from open to closed. This has no impact on the complaint information as the guide design was performed as a mucosa supported guide. Customer's approval is needed when a design change has been performed, not according to customer's order. It's not relevant for this complaint as described.

Event description:
In this event it is reported that the customer had thought they ordered a guide with bone support but the guide arrived with mucosal support. This was realized after opening the flap. Requested device to be reproduced with correct support.